Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that since a fall, the ins has been turning off by itself. The ins is off. This occurs approximately once to several times each month. More specifically, the ins turned off yesterday ((B)(6) 2018) around 4pm. The patient was asked to keep a diary or log when she notes therapy turning off. The patient was on conventional stimulation and does feel stimulation. An mdt data file was created, and recharger states were taken, that included recharge date and battery voltage (beginning and end) of recharge session. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the system was checked and seemed to be working appropriately. The cause of the ins turning off by itself was not determined and the patient weight was not available. Additional information reported that the patient data file was reviewed which includes; usage and recharging information. (B)(6) @ 2:20 am, therapy turned off (due to low battery/discharge). (B)(4) @ 6:41 pm, recharging session to therapy restore point (patient recharged, but did not turn stim on). (B)(6) @ 6:43 pm, therapy was turned on (patient manually turned on stim). Essentially therapy was off from (B)(6) to (B)(6). Per patient conversation, (B)(6) is when her device turned off by itself. The patient file indicated that the ins was turning off because it was becoming completely depleted on several occasions. The representative called back and stated that he talked to the patient about the system and the patient claims the device was not depleted and she does not let it deplete to less than 25%. The patient also reported that 3 weeks ago she had a CT scan and during the CT scan, it felt like the stimulator was sparking and she felt a little jolt of energy near the battery site and it did not hurt. No further complications were reported.